Event description:
During the procedure of biliary stent placement on (B)(6) 2024, the stent failed to release after the safety valve was opened and replaced with another one stent that released successfully. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
The zib6-40-8-6.0 device of lot number c2099362 was returned without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2024. The returned devices lab findings and observations can be referred through the attached files. On evaluation of the devices the following observations were made: visual inspection: ¿ red safety tab returned in place. ¿ stent observed to be partially deployed from outer sheath. ¿ kink observed on outer sheath 17cm from white distal tip. ¿ slight bend noted on outer sheath. Functional inspection: ¿ device flushes with no issue ¿ 0.035 inch wire guide will not pass beyond kink noted at 17cm from white distal tip ¿ red safety tab removed but unable to deploy the stent manufacturing records: prior to distribution, all zib devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zib6-40-8-6.0 device of lot number c2099362 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the instructions for use, (ifu0040) which accompanies this device states the following ¿this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of percutaneous transhepatic biliary drainage catheters and metal stents should be employed¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0040). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined, as the circumstances of use could not be replicated in the laboratory. However, a possible root cause might be attributed to the kink that was observed on the outer sheath of the device during the device evaluation. The user stated that the device was not re-inspected after use and before return, therefore it is likely that this kink occurred during the use of the device. This kink could have impeded the normal deployment mechanism of the stent. The kink may be attributed to either anatomical factors or handling during the procedure, or a combination of both. Even though the user stated that the device was not tracked around a tight angle, bends in the bile duct may have caused the delivery system to kink. Also, it is possible that during use, excessive force may have been applied to the device, resulting in the kink seen in the outer sheath. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: according to the initial reporter, during the procedure of biliary stent placement on (B)(6) 2024, the stent failed to release after the safety valve was opened and replaced with another one stent that released successfully. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause might be attributed to a kink that occurred during use of the device, caused by either anatomical factors or device handling during use or a combination of both, which resulted in excessive force being applied to the device.

Event description:
A supplemental report is being submitted due to completion of the investigation on 16 may 2025.